Event description:
Customer reportedly received results of 60 mg/dl and 178 mg/dl within 10 minutes on the same device. Customer treated herself with juice after receiving the 60 mg/dl result. Customer did not have high or low blood glucose symptoms. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.